Manufacturer narrative:
The tina-quant iga reagent lot number was 84953401 with an expiration date of 30-nov-2026. The provided data showed that the water pressure was high. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant iga gen.2 assay on a cobas c 503 analytical unit. Initial result: 23.8 mg/dl (accompanied by a data flag). 1st repeat result: 6.97 mg/dl (tested with an automatic dilution). 2nd repeat result: 20.4 mg/dl (accompanied by a data flag).